Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultra2 meter displayed an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient didn't know when the alleged product issue began. The patient manages her diabetes without diabetes medications. The patient stated that she took more food/drink on (B)(6) 2015 (time not provided) in response to the alleged product issue. The patient claimed to have developed the symptoms of "sweaty hands and anxiety" immediately after the alleged product issue began; however she denied having received treatment. At the time of troubleshooting, the csr noted that the patient did not have testing supplies available to perform a walk-through test, the test strips had not expired or been open for longer than the discard date, the test strip completely drew in the blood sample, the patient was using the correct testing technique and the subject meter was not being used for the first time. No products were replaced. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "sweaty hands" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.